Event description:
It was reported that a sleeve malfunction occurred during use with a bd vacutainer® blood transfer device holder female luer adapter. The following information was provided by the initial reporter, "when transferring, there was no draw. A rubber sleeve remained in the tube when hcp removed the tube."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for sleeve fall off with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a sleeve malfunction occurred during use with a bd vacutainer blood transfer device holder female luer adapter. The following information was provided by the initial reporter, "when transferring, there was no draw. A rubber sleeve remained in the tube when hcp removed the tube."